Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2009. According to the complainant, the patient experienced pain, continued incontinence and infection (exact nature and date of onset unknown). All other information is unknown and reportedly unavailable.